Event description:
It has been reported that the device has a fissure on the slide tube support. There have been no adverse consequences or injuries reported.

Manufacturer narrative:
Other code: weldment; slide tube support.